Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date - ni, manufacture date - ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right hip revision procedure approximately eight years post-implantation due to patient allegations of pain, difficulty walking, discomfort and continued medical care. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03959 / 05442).

Event description:
Patient's legal counsel reported patient underwent right hip revision procedure approximately eight years post-implantation due to patient allegations of pain, difficulty walking, discomfort and continued medical care. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative reports received that patient underwent a right hip revision procedure approximately eight years post-implantation due to loosening and malrotation of the acetabular component. During the procedure, synovitis and metallosis were noted. All components were removed and replaced.